Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the events of pain and symmastia was received on (B)(6) 2018 with lot number 2099928. Visual analysis of the returned device identified creases. A leak test was performed and no leakage was identified. A fill inspection was performed and identified no blockage in valve. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side "pain" and "symmastia". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Pain - pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists.

Event description:
Patient reported left side "pain" and "symmastia". Device remains implanted.